Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and an inability to recruit the left bundle branch (lbb). The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.